Manufacturer narrative:
The treatment was not followed per the device's clinical reference guide due to user error. This involved the physician using treatment settings that were outside clinical guidelines and not appropriate for the patient's particular skin type. The customer site was unresponsive to multiple attempts made by cynosure in order to obtain additional information. The device was not evaluated as user error contributed to this patient impact event. Burns and hypopigmentation are expected side effects from these treatment procedures, however this is reportable due to the severity of the injury on the patient's face.

Event description:
Patient had significant hypopigmentation and burns on the face from an ipl procedure.